Event description:
The dental implant fx4010swc was removed on (B)(6) 2017 due to failure to osseointegrate 2 months and 2 weeks after implantation. The patient has no significant medical history and has been recovered without complications.